Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient sample tested for ise indirect na and k for gen.2 (ise indirect na & k for gen.2). The initial na result was 150 mmol/l. The initial k result was 8.36 mmol/l. These results remained in the laboratory information system (lis) and were not released from the system. The erroneous results were verbally reported to the hospital ward staff with a warning that the sample would be repeated and to await the repeat results before taking any treatment action. The hospital ward staff confirmed that the initial na and k results did not reflect the clinical picture of the patient. The repeat na result was 130 mmol/l. The repeat k result was 4.04 mmol/l. The repeat results were believed to be correct and were released by the lis to the hospital ward staff. On (B)(6) 2015 a new sample was obtained and the na result was 131 mmol/l, the k result was 3.71 mmol/l and the cl result was 92.8 (unit of measure not provided). No adverse event occurred. The na electrode lot number was g32. The k electrode lot number was p48. Expiration dates were not provided. These electrodes were installed on the analyzer on 11/02/2015. It was noted that the customer replaced the sample probe and electrodes on the analyzer. It was noted that the sample was not re-spun between repeat tests. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The most probable root cause is a "flip-flop" effect where the results for na and k are the opposite of the result for chloride. As repeat testing was not performed for chloride, this root cause cannot be confirmed. Other potential root causes may be related to contamination or issues with the reaction cells.